Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the needle fell out of the jaws of the device. The needle fell into the patient but was immediately retrieved. There was a resident that was using the device so inexperience may have played a role. This did not result in tissue damage, patient injury, unintended colostomy, formal laparotomy, re-operation, no unanticipated tissue loss, etc. There was no unanticipated blood loss of 250cc or more. There was no delay by more than 30 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle fell out of the jaws of the device. There was a resident that was using the device so inexperience may have played a role. This did not result in tissue damage, patient injury, unintended colostomy, formal laparotomy, re-operation, no unanticipated tissue loss, etc. There was no unanticipated blood loss of 250cc or more. There was no delay by more than 30 minutes.